Manufacturer narrative:
Only the month ((B)(6)) and year (2018) of the event date are known. Customer facility phone number: (B)(6). The device evaluation results for the portex tubes blue line classic tracheostomy tube mentioned in this initial report were previously submitted on 16-august-2018 in a follow up report. Those same evaluation results are also shown below. Device evaluation results: one tracheostomy vocal aid 8.0mm 15mm connector profile cuff, with inflation tube, was returned in used condition. The device was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The pilot balloon was cut; no discrepancies were observed with the valve of the pilot balloon. The device was also functionally tested in the following manner. The air outlet of the pilot balloon was covered with the hand and the pilot balloon was connected to the inflation tube and a syringe was used to inflate the pilot balloon. The air passed through the inflation tube to the pilot balloon. No problems were detected to connect the inflation tube to the pilot balloon. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel was conducted by the production supervisor on 03/jul/2018.

Event description:
It was reported that the operator was unable to connect the inflation tube with the pilot balloon during use of the portex tubes blue line classic tracheostomy tube. The operator used a different tracheostomy tube on the patient. No patient injury or complications were reported in relation to this event.